Event description:
It was reported that a spectrum pump failed the downstream occlusion test at too low a pressure. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom of alarming downstream occlusion at too low a pressure. The issue was caused by a failed downstream sensor. The failed downstream sensor was replaced.